Event description:
The customer's parent reported via phone call that the customer had a button error on the insulin pump. Caller stated that the buttons stopped working even after a battery change. Caller stated that the pump did not have a battery in it. Customer reinserted the battery and had a button error. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.